Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the bag was still full with 530 mls once it was finished with the twenty-four hour infusion. There was no reported patient injury.